Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened, and the procedure was completed as planned as smart mask did not keep case from being completed. The philips remote service engineer (rse) examined the system and found a video connection failure and noted an unstable smart mask. A philips fse visited onsite, checked the flex viewing pc, but couldn't reproduce the issue. Fse unable to reproduce the issue, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information given, the reported issues could not be reproduced, and the treatment was carried out as scheduled. Consequently, it is confirmed that the reported issue did not occur, and the procedure was completed without any delays on the same system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.